Event description:
A pt reported blood glucose results of "5.3 mmol/l, 11.1 mmol/l, 6.3 mmol/l, 7.4 mmol/l, 6.1 mmol/l, and 6.5 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.